Event description:
This lead was explanted due to dislodgement caused by not being sutured down securely and patient not being compliant. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The suture sleeve was not returned. The analysis showed a ligature mark 22 cm distal to the is-1 connector pin, a bent fixation helix and damaged steroid collar. These deformations probably occurred during the surgery. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.